Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable. H6 ahk: h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implantation of this 26¿mm transcatheter aortic bioprosthetic valve (tav), as the delivery catheter system advanced through the aortic arch the patient developed complete heart block (chb). The chb resolved spontaneously, and the tav was successfully implanted. However, chb occurred again shortly thereafter. The patient was treated with a temporary pacemaker and continued monitoring. The temporary pacing was discontinued without requirement of an implanted permanent pacemaker.